Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. This lead got stuck on valve, multiple attempts to remove unsuccessful despite different manipulations and stylets. Evidence suggests that this lead was implanted but never in service. It was surgically abandoned as result of this event. A new lead was implanted. No adverse patient effects were reported.